Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had increased stiffness since the past saturday, and the pt had difficulty moving around. The pt also had increased pain and was given oral medication to help with the pain. An x-ray was performed the previous week, and the results showed the catheter tubing was kinked. A dye test had been performed that day. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.